Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine ipg replacement, the ipg to be implanted was placed into surgery mode but became unable to communicate with external devices. Troubleshooting was unable to resolve the issue during the procedure, and a new ipg was implanted as a result.